Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing following an atrial tachy response (atr) mode switch during an atrial tachycardia. Technical services (ts) discussed potential troubleshooting and programming options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.